Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated that the meter was dropped and the screen was now pixelating. There was no physical damage to meter or screen, but the pixelating covers entire screen and concentrated near area of results display making them unable to read any results.